Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the auto test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the auto test. The rse evaluated the device remotely and it was determined that the auto test failed. However, there is no further information available as the customer has declined the quote for any additional service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has declined any additional service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.